Event description:
Customer reports black spots inside the filter. No pt involvement.

Manufacturer narrative:
(B)(4) unused administration sets of the listed lot number above was returned for investigation. A 100% inspection was performed and identified that fifteen (15) administration sets clearly had the "black spec" inside the filter. Filter was manufactured by filtertek. The fifteen (15) administration sets were sent to filtertek for investigation. A follow up will be sent when new info is received from the manufacturer.